Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Communication with the customer via company representative, the following information were provided : the intended procedure was a therapeutic upper gi endoscopy, completed with the same device. The duration that the procedure was prolonged, and the patient¿s anesthesia or sedation was extended was noted "unknown", however, it was reported that there was no medical intervention performed as a result of the event. No fragments fall inside the patient during the procedure. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
The returned device was inspected, and the complaint was confirmed. The device was returned in its original packaging. The model was confirmed to be cd-b612la and lot was kr200146. Upon inspection, it was observed that the probe sheath above the hemostasis tip was broken but not completely detached, and the internal wires remained intact. The presence of blood residue on the sheath, on the probe tip, and inside the luer, indicated prior usage. No other damages were observed besides the broken tip. To test functionality, the device was connected to a bipolar generator, and the tip was submerged in a small amount of saline. The application of energy resulted in bubbling of the saline, indicating proper energy transmission. Due to the broken tip, testing of irrigation capability was not possible. In summary, the device functioned as intended, however, the probe sheath above the hemostasis tip was broken. Review of device history record (DHR) records provided no indication that manufacturing procedures contributed to the reported event. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on inspection findings, the observed sheath fracture may have resulted from the probe being buckled and bound inside the scope's channel with excessive force or the distal probe tip being subjected to blunt force against a hard object. However, the exact cause could not be definitively determined during the investigation. Page 6 of the device IFU (instructions for use_p9100505-001_ah) addresses this: "do not use the device if resistance to insertion is encountered. Reduce the angle or lower the forceps elevator of the endoscope until the device passes smoothly; do not advance or extend the device abruptly; insert the device slowly. Abrupt insertion may cause damage to the endoscope or the device." In addition, page 3 of the IFU states ¿keep the device tip in sight during use. Inadvertent activation or movement of the device outside the field of vision may result in patient injury" olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
Correction: d3, g1, h11 this report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
It was reported the device was used at the operating room (operating theatre) and during the procedure (an unspecified procedure), the sheath of bicoag probe was fractured before the user apply the heat energy. There was no adverse event reported. No harm or injury to patient was reported. No user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.